Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device's battery showed less than six months longevity a few months ago but recent check showed two and a half years left. Boston scientific technical services (ts) stated that the device can last more than eight years and more than one year would be normal. The product remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device's battery showed less than six months longevity a few months ago but recent check showed two and a half years left. Boston scientific technical services (ts) stated that the device can last more than eight years and more than one year would be normal. The product remains in service. There were no adverse patient effects reported. This supplemental report is being filed since coding was updated.